Event description:
The customer reported approximately twenty (20) milliliters of clear fluid leaked from the instrument and onto the counter involving the coulter lh 500. The customer turned the instrument off. The customer had on proper personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection during the event. The customer did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. Patient results were not impacted. The customer has an exposure control/risk management plan at the facility. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) verified the fluid leak was on the right side of instrument through pinch valve pv49. The fse replaced all tubing through pinch valve pv49 and resolved the issue. System performance was verified. The instrument conformed to the manufacturer's published performance specifications. (B)(4).